Event description:
During cardiac cath the stent became detached from the delivery balloon and dislodged in lad requiring surgical removal. Dates of use: 2008. Diagnosis or reason for use: cardiac disease. Event abated after use stopped: no.